Event description:
On 08-apr-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 447 mg/dl following unclear user action. The user was treated in the emergency room where the user was treated with IV insulin and discharged 08-apr-2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring IV insulin intervention is consistent with the reported emergency room treatment. Engineering log review was not provided for this event. Based on available information, the cause of the hyperglycemic event is unclear. The user reported that the pump ¿wasn't working¿ and a potential infusion site issue was suspected; however, device reports indicate that the ilet was delivering increased correction doses in response to elevated glucose levels. Based on available information, a device malfunction could not be confirmed or excluded and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.